Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. In the initial report, section b5 was not updated, the correct b5 should be - the patient has alleged black particles in the device, dry eyes, skin irritation, stuffy nose, ongoing allergy issues. There was no report of serious or permanent patient harm or injury. The device along with a humidifier was returned to the manufacturer's product investigation laboratory for investigation. An internal visual inspection of the device and humidifier were completed by the manufacturer and found no evidence of contamination. The manufacturer found no evidence of sound abatement foam degradation. The manufacturer confirmed there was no evidence of sound abatement foam degradation. Section d9,d10,g3,h6 has been updated/corrected.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.